Event description:
Information received indicates the head up function is not working.

Manufacturer narrative:
The technician found the function will also not work manually. He found the head up valve stuck. He replaced the head up valve to repair the bed.